Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas 6000 core unit. The initial troponin result was 34.43 ng/l. A new sample was collected from the patient and the result 6.74 ng/l. The difference in results was questioned and the first sample was repeated. The repeat result for the first sample was 7.67 ng/l. The repeat result was deemed correct.

Manufacturer narrative:
It was found that the customer centrifuges patient samples for 5 minutes, which may be too short. The investigation did not identify a product problem. The root cause of the event could not be determined.